Event description:
Superior lag screw (b- hole) missed nail completely. Registrar and fellow were applying force to the jig, but wanted to exclude jig as a possible cause of the screw missing the nail. After it was realized that lag screw had missed nail (when jig was removed), the jig had to be reattached to remove missed lag screw and reinsert lag screw. This added approximately 1 hour to the procedure operating time. This was the only adverse consequence to the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: functional test performed on the returned device revealed no proximal contact of the drill to the drill holes of a sample nail. The function of the target device returned was fully given. The alleged distal misdrilling could not be reproduced. Although a real root cause could not be determined the alleged event is most likely caused due to a sub-optimal intra-operative procedure.

Event description:
Superior lag screw (b- hole) missed nail completely. Registrar and fellow were applying force to the jig, but wanted to exclude jig as a possible cause of the screw missing the nail. After it was realized that lag screw had missed nail (when jig was removed), the jig had to be reattached to remove missed lag screw and reinsert lag screw. This added approximately 1 hour to the procedure operating time. This was the only adverse consequence to the patient.